Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that failed remote manager. A field service engineer encountered a failure during power-on, but the customer successfully managed to recover the system. The engineer sanded, crimped, and applied grease to the latch contacts. Additionally, the adapter plate and the pyxibus cable were tightened. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system smart remote manager failed. A customer has indicated that the user experienced delay to patient due to reported malfunction. There were no adverse events or injuries reported based on this event.